Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location') in a 33-year-old female patient who had essure (batch no. B04950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement and nova sure ablation" and device monitoring procedure not performed "she did not under go conformation test". The patient's medical history included polycystic kidney, chronic kidney disease, edema, knee operation and c-section. Concurrent conditions included hypertension, uterine fibroids, umbilical hernia, cough, rhinorrhea, nasal congestion, chest pain, general body pain, sore throat, lip swelling, dysmenorrhea and menorrhagia. Family history included diarrhea (daughter ¿diarrhea, vomiting, fever, stomach pain), vomiting (daughter ¿diarrhea, vomiting, fever, stomach pain), fever (daughter ¿diarrhea, vomiting, fever, stomach pain) and stomach pain (daughter ¿diarrhea, vomiting, fever, stomach pain). Concomitant products included amlodipine, azithromycin from (B)(6) 2013 to (B)(6) 2015, docusate sodium (colace) from (B)(6) 2014 to (B)(6) 2015, hydrochlorothiazide since (B)(6) 2014, labetalol, methyldopa, methyldopa from (B)(6) 2013 to (B)(6) 2014, ondansetron (zofran) from (B)(6) 2014 to (B)(6) 2014 and paracetamol;tramadol hydrochloride (ultram) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 months 3 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmennorhea (cramping)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (supracervical hysterectomy (uterus only), unilateral salpingectomy - left side coil removed). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, vaginal haemorrhage, depression and anxiety had not resolved and the pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for fallowing conditions: pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. New events: "dysmenorrhea (cramping), bladder problems, urinary problems" was added. Outcome of the events- "pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding)" were updated to "recovered / resolved." Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location') in a (B)(6) year old female patient who had essure (batch no. B04950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement and nova sure ablation" and device monitoring procedure not performed "she did not under go conformation test". The patient's medical history included polycystic kidney, chronic kidney disease, edema, knee operation and c-section. Concurrent conditions included hypertension, uterine fibroids, umbilical hernia, cough, rhinorrhea, nasal congestion, chest pain, general body pain, sore throat, lip swelling, dysmenorrhea and menorrhagia. Family history included diarrhea (daughter ¿diarrhea, vomiting, fever, stomach pain), vomiting (daughter ¿diarrhea, vomiting, fever, stomach pain), fever (daughter ¿diarrhea, vomiting, fever, stomach pain) and stomach pain (daughter ¿diarrhea, vomiting, fever, stomach pain). Concomitant products included amlodipine, azithromycin from (B)(6) 2013 to (B)(6) 2015, docusate sodium (colace) from (B)(6) 2014 to (B)(6) 2015, hydrochlorothiazide since (B)(6) 2014, labetalol, methyldopa, methyldopa from (B)(6) 2013 to (B)(6) 2014, ondansetron (zofran) from (B)(6) 2014 to (B)(6) 2014 and paracetamol; tramadol hydrochloride (ultram) from (B)(6) 2014 to (B)(6) 2015. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 months 3 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (supracervical hysterectomy (uterus only), unilateral salpingectomy - left side coil removed). At the time of the report, the device dislocation, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: reporters were added. Lot no. Was added. New events- abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, migration of essure device location of device: unknown location, abdominal pain, device monitoring procedure not performed , device monitoring error were added. Concomitant drugs & conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.